Event description:
It was reported to st. Jude medical that the device was explanted when the patient was seen for a follow-up with a charge time of >30 seconds. Three manual capacitor maintenances were performed and the charge time was >20 seconds. Prior to explant, a test shock was performed and the charge time prolonged to 28.9 seconds in 14 days.